Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01271. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.evidence that product in specification when used.(B)(4): product was returned.

Event description:
Allegedly patient presented with a fractured ceramic head.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.evidence that product in specification when used.(B)(4).